Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged on several locations along the length of the stent. Stent struts were distorted and lifted slightly from the stent profile. The undamaged section of the crimped stent outer diameter (od) was measured and is within the maximum crimped stent profile. The balloon body was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The distal edge of the bumper tip of the device showed signs of slight damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the hypotube shaft. These types of damage are consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and calcified left circumflex artery (lcx). A 2.75 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. After the device was removed, it was noted that the stent struts were damaged. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable.